Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the pump gave a "no disposable, clamp tubing" alarm. The reservoir volume was 22.2 ml, the rate was 2.5 ml/hr, and 92.85 ml was given. There was air bubbles observed in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.